Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient who was implanted with a neurostimulator. It was reported there was high impedance on contact 1. There were no known environmental/external/patient factors that may have led or contributed to the issue. There was no troubleshooting or interventions/actions taken to resolve the issue due to the contact was not used in the programming. It was noted the patient was seen by the patient management doctor for a spinal cord stimulation trial, and the manufacturer representative was asked to check the integrity of the device. The patient was receiving effective therapy, and the issue was stated that it was resolved at the time of the report. The patient's status at the time of the report was alive-no injury. Medical history of the patient was parkinson's disease and back pain.